Manufacturer narrative:
Model number/catalog number: sc-2317-50; serial number: (B)(4); batch/lot number: 5170919. Model/catalog description: infinion cx lead kit, 50cm.

Event description:
A report was received that the patient was experiencing pain at patients right hip. It was also reported that leads have migrated confirmed by fluoroscopy. The physician provided a shot to ease pain. The patient underwent a lead revision procedure wherein midline incision was opened, click anchors were loosened and existing leads were pulled down, re-anchored and the incision was closed. The patient was reportedly doing well, and complete pain coverage was obtained.